Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. No patient extension lines were used during therapy, per the home patient. The home patient reported that they were connected to the homechoice set at the time of the alarm and did not confirm the successful completion of the prime cycle before connecting and initiating the initial drain cycle. Baxter's technical service center assisted the home patient in ending therapy. The home patient reports that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.